Event description:
The customer reported false positive reactions of blood grouping reagent seraclone anti-s with 15 different s negative patient samples. Despite several inquiries, the customer was not able to provide a date of event. Nine patient samples that had caused allegedly false positive reactions were sent to us for quality control but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the retained sample of seraclone anti-s with the nine patient samples the customer had returned. All reactions were correctly negative. Furthermore our quality control tested the nine patient samples with a sample of a second seraclone anti-s lot that the customer had also used and returned due to another complaint. All negative reactions were correct. All negative results had been read macroscopically and microscopically. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A customer's handling error can not be excluded.

Manufacturer narrative:
This is our combined initial and final report on this incident